Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed the power check. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the device made an unusual noise while running. It was further determined that the there was damaged insulation on ecu (electrical control unit) wire, corrosion on motor and worn out bearings and seals. It was determined that these issues were consistent with normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the small battery drive device had little to no power. It was reported that there was a 30 minute delay in the procedure due to the event. It was reported that there was no spare device available for use so the procedure was completed with the same device, with no further issues. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.